Event description:
It was reported that the console was causing handpieces to run without activation. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Add'l info will be submitted if the device is received and evaluated.